Manufacturer narrative:
Catalog number: can be one of any of the following: 07.00117.001, 07.00117.002, or 07.00117.003. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00628.

Event description:
It was reported that two screws were found to have fractured after the patient was involved in a car accident. The accident occurred about 1 year post-operatively, and after the patient had completed all post-operative evaluations. No information regarding further care or a revision surgery has been provided. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a screw at left c6 was found fractured approximately midpoint along the shaft of the screw and the anterior portion of the screw has backed out approximately 3-4mm from the plate via x-rays taken (B)(6) 2018 following a car accident on (B)(6) 2018. Fusion was achieved at the instrumented levels (c3-c6) there were no broken or migrated screws on x-rays taken on (B)(6) 2017, prior to the car accident. The x-rays were taken because the patient was experiencing pain. A revision surgery was performed on (B)(6) 2018 to remove both screws at c6. Both screws were found to have fractured about halfway down the length. The trinica plate's locking mechanism was closed to prevent the posterior portions of the retained screws from migrating anteriorly. On (B)(6) 2018 a second revision was performed because of nonunion at c5-6. A posterior construct was added at levels c3-7. This is report two of two for this event.

Manufacturer narrative:
Additional information: (ethnicity). The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that two screws were found to have fractured after the patient was involved in a car accident. The accident occurred about 1 year post-operatively, and after the patient had completed all post-operative evaluations. No information regarding further care or a revision surgery has been provided. This is report two of two for this event.